Event description:
It was reported that electrogram (egm) review was requested for this cardiac resynchronization therapy defibrillator (crt-d) system due to possible left ventricular (lv) lead concerns. Upon review, there appeared to be either frequent ectopy or periodic atrial fibrillation (af) with rapid ventricular response (rvr). There was lv pacing inhibition every other beat in the bigeminal rhythm due to the left ventricular protection period (lvpp). The bigeminal pattern stops and normal biventricular (biv) resumes, but returns after several beats. Technical services (ts) discussed troubleshooting options and programming considerations. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product investigation is still in progress. This report will be updated when product investigation is complete.